Manufacturer narrative:
A pericardiocentesis procedure was performed and the patient's blood pressure normalized. No further adverse patient effects were reported. The device was later returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive at the distal edge of the proximal shocking coil. Associated with this was a slight stretching of the distal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Analysis also noted body tissue entwined in the helix. Analysis was unable to confirm the reported clinical observation of a perforation, however, analysis did find tissue at the lead tip.

Event description:
Boston scientific crm received information that, during an implant procedure, this lead required several reposition attempts. The patient's blood pressure suddenly decreased. A pericardial effusion was seen on an echocardiogram, and a perforation was suspected. The procedure was stopped and the lead was explanted.